Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0uu8n, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported frequency symptoms returned in (B)(6). The patient was going to the bathroom about every hour at night. In the day it varies. There were no further complications reported atthis time. Additional information received from the patient reported their uti test was negative. They still had an increase in symptoms and now was going to the bathroom every ½ hour. The patient was at 6.1 on program 4 and switched to program 1 where they felt the stimulation at 2.4. They were going to see if that helps with the issues. There were no further complications reported or anticipated. Additional information received from the patient reported that, for the last 2-3 weeks, they had to go to the bathroom about every 45 minutes. The patient had been on program 1 since (B)(6) 2019 and had been at 4.7 for a couple of weeks. Using the programmer, it was determined that the stimulation was on. The patient changed from program 1 at 4.7 to program 2 at 2.4 and could feel the stimulation. They were going to leave at this setting for the next 5 days to see if that resolves the issue. There were no further complications reported or anticipated. Additional information was received from the patient. The patient reported that patient is urinating all the time, has incontinence to the point of wearing a diaper or if not would pee his pants. Patient increased from 5.8 to 6 something. Patient stated he has also tried new programs. A healthcare provider then informed that the patient had an x-ray and a lead was out of place. The patient has a healthcare provider appointment soon to look at the nerve so they will monitor symptoms now that the stimulation has been increased. No further complications were reported.